Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Subsequently, two days post filter deployment, CT revealed bilateral non occlusive pulmonary emboli. Small bilateral pleural effusions and mild atelectatic changes, emphysematous change, cardiomegaly and small pericardial effusion were noted. Approximately few days later, patient presented for thrombectomy. Extensive clot was present in the left superficial femoral and left popliteal veins. An interior vena cava was in position in the infra renal abdominal aorta and a thrombus was noted within the filter. Approximately one year later, CT revealed infra renal ivc filter present with diffuse atherosclerotic disease. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, two days post filter deployment, computed tomography revealed bilateral nonocclusive pulmonary emboli. Small bilateral pleural effusions and mild atelectatic changes, emphysematous change, cardiomegaly and small pericardial effusion were noted. Approximately few days later, patient presented for thrombectomy. Extensive clot was present in the left superficial femoral and left popliteal veins. An interior vena cava was in position in the infra renal abdominal aorta and a thrombus was noted within the filter. Approximately one year later, computed tomography revealed infra renal ivc filter present with diffuse atherosclerotic disease. Approximately eleven years post filter deployment, computed tomography revealed inferior vena cava filter in place with lateral tilt of 6 degrees resulting in the apex of the filter touching the right lateral wall of the inferior vena cava. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. A CT pulmonary embolus w cont indicated that bilateral non occlusive pulmonary emboli post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.